Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see MDR 2032227-2015-24922 for additional information about customer's previous helpline phone call.

Event description:
Customer reported via phone call that she is getting a threshold suspend alarm on her insulin pump. Customer stated that her sensor glucose and her blood glucose are not matching or are not close to matching. Customer's blood glucose is 140 mg/dl and her sensor glucose was 67 mg. She also stated that she had a seizure and spoke with the 24 hour helpline regarding this. Troubleshooting was performed for calibration and customer was advised to not calibrate as she was receiving sensor alerts. Customer was advised that the issue may be due to her sensor not being situated properly in the infusion set. Customer was advised that the device would be replaced and agreed to return the product for analysis.